Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump received with minor scratched display window, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
The customer's daughter reported via phone call that the insulin pump was dropped in water. Fluid was under the lcd display. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.